Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-00109 and 2134265-2018-00110 . It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noticed that motordrive unit does not pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a very dirty lemo cable and defective clutch. When the pullback button was pressed, the unit did not move in the sled and showed the warning "215" which appeared when the clutch did not engage. By removing, the unit cases noted that the clutch gears were misaligned. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
Same case as: 2134265-2018-00109 and 2134265-2018-00110. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noticed that motordrive unit does not pullback. No patient complications were reported.